Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on an unknown date. According to the complainant, the patient experienced repeated mesh exposure in the vagina and recurrent urinary tract infection. In addition, the mesh could be seen below the urothelium upon cystoscopy. The mesh was totally removed laparoscopically and vaginally, and mesh was removed from the bladder. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.